Manufacturer narrative:
(B)(4).

Event description:
A customer from USA reported: "cardiac transplant patient. On primacore infusion - weight dosed programming in continuous mode. Diluent volume 440ml, patient weight (B)(6), dose rate set to 0.375mcg/kg/min. Patient had 4 total sapphires given to them during their treatment period (one as primary and one as backup). First set of pumps were used and over delivery occurred. Patient was sent to emergency room. Patient discharged and went home on a new sapphire pump and back up sent. Patient then experienced over delivery again on the new pump and was sent to the emergency room again. Condition of patient on second incident was vitals good. Follow up from transplant physicians group requested watch of patient due to toxicity of drug and amount that was infused."